Event description:
The hospital nurse (B)(6), called to report on (B)(6) 2012, the pt was admitted to the hospital with blood glucose reading of 629 mg/dl and he was diagnosed with diabetic ketoacidosis. The pod was removed and discarded in the sharps container. He was placed on an intravenous insulin drip and today ((B)(6) 2012) he was able to activate a new pod. The nurse stated if his bg continued to drop, he would be released from the hospital that day. Attempts were made to contact the nurse and the pt to call us back to provide add'l info. Messages were left, but he did not return the calls.

Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed. See scanned page.